Event description:
It was reported that a spectrum pump had failed downstream/distal occlusion during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of "failed downstream occlusion test" was unable to be reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. During functional testing, the device alarmed system error 322. The cause could not be not determined as the pump was evaluated and no component could be determined for causality. No pump correction was required. Should additional relevant information become available, a supplemental report will be submitted.